Event description:
The customer contact reported loss of suction. At the initiation of suctioning, cracks were noted in the lid; subsequently, loss of suction was noted. The device was replaced and the suctioning was initiated. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. (B) (4). (B) (4).